Event description:
I was issued a philips dreamstation CPAP device for my sleep apnea. The device was recalled for defective insulating foam. Philips has yet to replace the unit. I have rented and eventually purchased a used resmed 10 CPAP to replace the defective philips machine due to the lengthy period of inaction on the part of philips. I have requested that philips pay (B)(6) for the costs of 3 months rental and purchase of the replacement machine. I do not want the philips replacement machine, nor will I ever use another philips product. Philips has declined to pay for the resmed 10. I do not believe that this is an unreasonable request and has gotten me back on my therapy much more rapidly than waiting around for the philips replacement. FDA safety report ID # (B)(4).